Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (stuck connector) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, and the belt was unable to connect to a monitor. The root cause of the damaged connector is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged.